Event description:
Based upon the calculations from the pump, the nurse making the calculations believed that the patient was bleeding post-op and reported it to the surgeon. Patient underwent a re-exploration and no bleeding was found.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-92. Service provided by: user facility biomedical/bioengineering department. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.